Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing and inappropriate atnal tachy response (atr) episodes. The signal artifact monitor (sam) feature had been disabled. The noise and oversensing were discovered to be respiratory rate trend (rrt) oversensing. Boston scientific technical services (ts) instructed the health care professional (hcp) to program rrt off and continue to monitor. Ra pace impedance measurements were within normal range. There was no indication of pacing inhibition and no asysto!e of greater than two seconds observed. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).